Event description:
It was reported that a ventilator failure occurred during use. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed. The device detected a high pressure difference between the inspiratory and expiratory pressure during inspiration. In this phase the pressure in the ventilator, the inspiratory branch and the expiratory branch up to the closed peep/pmax valve should be nearly identical. In case of a significant deviation of the pressure values the atlan issues a "ventilator failure" alarm and stops automatic ventilation as a safety function to prevent from wrong airway pressure and switches to man/spont ventilation. The detected pressure deviation was caused by a high resistance between inspiratory and expiratory branch. This can be caused by a stenosis or a wet filter. A technical device failure was not found. Finally, it can be concluded that the atlan has responded to the detected deviation as specified and has stopped the automatic ventilation accompanied by a corresponding "vent fail" alarm.

Event description:
It was reported that a ventilator failure occurred during use. No injury reported.